Event description:
Patient reported that on two separate occasions the device would either under or over deliver insulin. Patient indicated that at times, he would administer a bolus into the air and would sometimes see insulin drip from the tubint and other times he would not. Patient indicated that other times, he would bolus in the air and would see drop of insulin from the tubings that he believed was too big. Patient also indicated that the device would get an error that his cartridge was empty, but there was still "a lot" of insulin left in the cartridge. Patient's blood glucose was affected, and self-treated with bolus, injections, or by eating. Pump user's current condition.